Event description:
Co's office in germany reported the following info: (1) a pt was using a c1000 with a salter labs cannula. (2) the pt went out to the balcony and the cannula started to burn. (3) the pt received burn injuries to the face. Add'l info is not available.